Event description:
It is reported that when the anchor was taken off the shaft, a suture was not included.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a this report will be amended when our investigation is complete.